Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of less than 40 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Additionally, customer was using admelog for insulin therapy. Bg was addressed via consumption of carbohydrates. No additional information was provided.